Event description:
It was reported that the stent (subject device) migrated from the site of deployment. The stent was removed from the microcatheter. There was no clinical consequence to the patient due to the reported stent migration.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the stent delivery wire (sdw) was returned for analysis; the stent or the introducer sheath were not returned. Visual and microscopic inspection of the returned stent delivery wire noted no anomalies. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the patient's anatomy was moderately tortuous which may have been factor in the reported event. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the stent (subject device) migrated from the site of deployment. The stent was removed from the microcatheter. There was no clinical consequence to the patient due to the reported stent migration.